Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the manufacturer, PMA/510k number and/or the date of manufacture without a part/lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number, a device history record review could not be requested.

Event description:
Patient status post acdf c5 - c7 with dbx and autograft returned to surgeon for office visit. An x-ray showed a non-union, pseudoarthrosis. Patient revised to pcf with instrumentation c5- c7. Surgeon noted bone quality fair to good. This is six of nine reports for this event.